Event description:
It was reported that during a gastrojejunostomy the knife could not cut completely. The anastomotic stoma was broken. The surgeon completed the case by hand sewing. There was no patient consequence.